Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a white horizontal line appeared on patient's insulin pump's screen and when she woke up this morning a single line suddenly became four lines .the blood glucose level was 4.4mmol/l. The customer was advised to be returned and replaced the insulin pump . The customer was advised to revert to back up plan . The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with missing segments/partial display due to moisture damage found on the electrical board.